Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there is rust on the ti variable angle lcp two-column volar distal radius plate. Reportedly the plate has been cleaned and sterilized as normal.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The visual inspection has shown that there is indeed rust around the engraved l and r surface, laser, of the complained implants. We presume that the washing process was not performed as usual or possible repetitive sterilization has lead to an accelerated corrosion of the parts, especially on the laser prints. Please note, regarding corrosion it can be stated, that all materials, including so called stainless steel are only conditionally rust resistant. The corrosion resistance will only be ensured, when clean instruments are stored under dry and metallic contactless conditions. All metallic contact with humid or wet conditions creates electrolytic reactions which lead to contact corrosion.